Manufacturer narrative:
Event date is mar 27, 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was peeling of the adhesive of the objective lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of a chip on the distal end rubber coating (a-rubber). There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was peeling of the adhesive of the objective lens. This medwatch is being submitted for the reportable issue of the peeling of the objective lens adhesive as observed during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch (MFR# 8010047 2022 06714). The aware date should be 24-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the peeling of the adhesive on the objective lens. A definitive root cause for this device issue was not established. However, it is probable that the issue occurred because the device was subjected to either (a) physical stresses (e.g., dropping or hitting) or (b) chemical stresses during reprocessing which led to deterioration. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.